Event description:
Staff members were treating a pt (age and gender unk) who required defibrillation during a surgical procedure. When they pressed the charge button, the unit did not charge. The staff obtained a second set of internal paddles and converted the pt's rhythm. There was no adverse effect on the pt.